Event description:
It was reported that the patient underwent successful stent assisted coiling with the stent (subject device) for an aneurysm located on the basilar apex. During procedure, the patient experienced vasospasm requiring medication. The vasospasm was resolved without residual effects the same day. According to the clinical events committee (cec), the vasospasm was related to the subject stent and to the procedure.

Manufacturer narrative:
D4: expiration date: updated. H4: manufacturing date: updated. Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported vasospasm serious is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Manufacturer narrative:
This is the 2nd of 2 reports. Subject device remains implanted.

Event description:
It was reported that the patient underwent successful stent assisted coiling with the stent (subject device) for an aneurysm located on the basilar apex. During procedure, the patient experienced vasospasm requiring medication. The vasospasm was resolved without residual effects the same day. According to the clinical events committee (cec), the vasospasm was related to the subject stent and to the procedure.